Event description:
On (B)(6) 2014, the reporter contact animas alleging the patient¿s blood glucose was above 500 mg/dl with nausea and symptoms of dehydration on an unspecified date. It was reported there was an intermittent power issue with the pump with moisture observed within the battery compartment. It was reported the battery compartment was not damaged; however, the battery cap threads and top were damaged and the yellow o-ring was visible at the time of the power issue. Reportedly the battery cap was over 9 months old; the user guide instructs to change the battery cap every 3-6 months. The reporter noted the patient did not receive treatment above and beyond the usual routine of diabetes care and management, the pump settings were not recently changed, and the patient discontinued pump therapy. This complaint is being reported because the alleged hyperglycemia was attributed to a reported power issue.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 10/31/2014 with the following findings: review of the pump¿s black box revealed rebooting that occurred on (B)(6) 2014. The last basal delivery occurred on (B)(6) 2014 at 10:58. A battery compartment crack was observed. Leak testing revealed a battery compartment leak. The battery cap threads and exterior coin-slot were damaged; the battery cap was unable to secure properly to the pump. The bolus button cover was missing; leak testing revealed a bolus button leak. An intermittent power condition was experienced with the returned battery cap. A test battery cap was able to be properly secured; no intermittent power condition was experienced with the test cap. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm with the test battery cap. Moisture was evident on the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.